Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the pump alarmed system error 322. No additional information is available.

Manufacturer narrative:
Additional information:h3, h6, h11. H11: the device was received for evaluation. During functional testing, during evaluation, the device alarmed system error 322. A review of the history log revealed system error 322 messages.a service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. . The cause of the condition was determined to be lower link switch stuck in the closed position. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.